Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). The customer alleged that the pump was not delivering insulin properly, however, this could not be determined as customer could not complete troubleshooting due to limited vision. Reportedly, the customer reverted to manual injections for insulin therapy.